Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint history review found further instances of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The needle shaft has been bent from manufacturer intended position. The t1 anchor has been detached from the needle and suture. The t2 anchor is attached at the manufacturer intended position. The suture is coated in debris. The deployment needle appears jammed at the distal tip of the device. A functional evaluation revealed the device could not be functioned as the deployment needle was stuck due to bend in needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a meniscus repair procedure, the t2 of the fast-fix 360 would not deployed when the deployment knob was depressed. A delay of 15 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.